Event description:
Ous MDR - it was reported that after an estimated implantation duration of 2 years oversensing was observed on this lead. No adverse patient side effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical analysis. The analysis of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed noise mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The analysis did not reveal any sign of a material or manufacturing problem.